Manufacturer narrative:
A dräger service engineer confirmed the motor failure during on-site evaluation of the device and replaced the part. The machine passed all tests afterwards and was released for doing further service on patients. The log file evaluation revealed that a self test was performed in the early morning of the day of event and that this test was passed w/o deviations. During the respective procedure and, approximately 1.5 hours after running in automatic ventilation the self-monitoring function detected a wrong motor position. The defined system response is to force a shutdown of automatic ventilation and to post a corresponding alarm. Manual ventilation remains possible in this state. The motor assembly was returned to the manufacturer for further evaluation. It could be determined that the motor did not start-up without applying mechanical force to the spindle. This indicates that the collector disc was at least partly abraded leading to intermittent losses of electrical contact between collector and the carbon brushes. Dräger finally concludes that the workstation reacted as designed upon the malfunction of a wear-and-tear component after 6.5 years of operation. Reportedly, the user was alerted to the shutdown of automatic ventilation and could continue the patient support by means of manual ventilation. No patient consequences have occurred.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was reportedly completed using manual ventilation and there was no patient injury reported.